Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump. It was reported about 14-15 years earlier the patient had "one of these stop" and they did not know if they could survive that convulsing. The patient stated they could not find anyone and ran out of medication. The patient was put on oral medications in the meantime when this occurred. No further information was provided.